Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had horrible high pitch screeching noise when the pump was being rewound. Customer's blood glucose level was 146 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device audio or beep or vibrate function properly and no loud noise anomaly when rewind noted during testing. (B)(4).